Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted: cat. No.: 5510f702, triathlon cr fem comp #7 r-cem, lot code: ecbpr, cat. No.: 5521-b-800, tri ts baseplate size 8, lot code: imhz . Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot or sterile lot referenced. Conclusions: based on the medical review, there is no evidence that this clinical course of two-stage revision for presumed infection and post-operative arthrofibrosis was contributed to by factors of faulty component design, manufacturing or materials. Further information such as return of reported devices and further follow up reports are needed to complete the investigation to determine a definitive root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had therapy after primary implant on right knee and continued to experience pain. Patient had no range of motion and chill but no fever. Patient also had a manipulation done on (B)(6) 2013, and a revision surgery on (B)(6) 2013. Update as per medical records: patient had a "right knee I&d, antibiotic spacer placement and prosthetic removal surgery done on (B)(6) 2013." Patient than had a new devices implanted on (B)(6) 2014.

Manufacturer narrative:
An event regarding suspected infection involving an unknown stryker right knee was reported. The event was confirmed through medical records. Method and results: no devices were returned for evaluation. The medical review indicated that there is no examination of the explanted components, no dated serial x-rays, no follow-up subsequent to (B)(6) 2014, and no documentation if wound drainage was resolved, whether the patient is still on antibiotics, or if any indication of infection is present. In this large male patient with a two-stage revision for presumed infection and post-operative arthrofibrosis, there is no evidence that this clinical course was contributed to by factors of faulty component design, manufacturing or materials. Device history review and complaint history review could not be completed as the device was not properly identified. Conclusions: based on the medical review, there is no evidence that this clinical course of two-stage revision for presumed infection and post-operative arthrofibrosis was contributed to by factors of faulty component design, manufacturing or materials. Further information such as return of reported devices and further follow up reports are needed to complete the investigation to determine a definitive root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient had therapy after primary implant on right knee and continued to experience pain. Patient had no range of motion and chill but no fever. Patient also had a manipulation done on (B)(6) 2013, and a revision surgery on (B)(6) 2013. Update as per medical records: patient had a "right knee I&d, antibiotic spacer placement and prosthetic removal surgery done on (B)(6) 2013." Patient than had a new devices implanted on (B)(6) 2014.

Event description:
It was reported that the patient had therapy after primary implant on right knee and continued to experience pain. Patient had no range of motion and chill but no fever. Patient also had a manipulation done on (B)(6) 2013, and a revision surgery on (B)(6) 2013.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.